Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) "did not work". The patient requested the ICD be inactivated. No patient complications have been reported as a result of this event.